Manufacturer narrative:
No rewind or time/clock anomalies noted during testing. Pump passed selftest and rewind test. No pump error 63 alarms on the event date or 2 days prior to the event date however pump error 63 on (B)(6) 2024 18:27:33.000 (linenumber: 147 filenumber: 2017) and (B)(6) 2025 18:56:03.000 (linenumber: 147 filenumber: 2017) with both variable 21, suspecting hw error problem with twi interface or with ad5161 chip per esf# (B)(4). The pump was cut open and no moisture or physical damage were noted during visual inspection, problem isolated to the electronic stacks. The following were noted during visual inspection: pillowing keypad overlay, and scratched case. Pump error 63 in the history/traces confirmed, isolated to the electronic stack. Rewind anomalies and time/clock anomalies were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the general documentation. Troubleshooting was performed, and the customer was able to clear the error and fill cannula delivery test was successful. The customer stated the error table did not indicate that pump should be replaced and pump passed selftest. The customer is not using quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned.